Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(4) was used as a place holder.

Event description:
It was reported by the customer that the bd syringe 10 ml ll bns was damaged. The following information was provided by the initial reporter, translated from spanish to english: 1 piece was found with damage.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-nov-2022. H6: investigation summary one sample had excessive skewed scale with minor damage to the barrel with four ink dots. The scale markings defect is associated with the printing process. A device history record review was completed for provided batch number 1111298. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10

Event description:
It was reported by the customer that they had 4 bd syringe 10 ml ll bns with poor printing. The following information was provided by the initial reporter, translated from spanish to english poor printing.